Event description:
It was reported that during the implantable pacing lead (ipl) implant procedure, the tip would not completely extend, and placement difficulty was encountered. Physician attempted to affix the ipl a few times, and was unsuccessful. The ipl was removed and replaced with a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.